Event description:
The patient was implanted with a left ventricular assist device. Approximately 10 months post implant of vad-51583, the vad coordinator reported that the patient was found dead in his home. When found, he was connected to two completely drained batteries and the system controller. There were no alarms active when the ambulance entered the patient's home.

Manufacturer narrative:
The patient expired on (B)(6) 2013. The explanted pump and associated equipment was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.